Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that clenz leaked from the right side diluter and leaked outside the coulter lh 500 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the blue stripe tubing and brown striped tubing at pinch valve (pv67) each had a small pin hole. The fse cleaned the leak and replaced both tubings.